Event description:
Boston scientific cardiac rhythm management (crm) received information that this patient presented to the emergency room (ER) with shortness of breath and an elevated heart rate of 130 ppm. The patient reported experiencing high rate pacing for two to three days prior to his visit to the ER. Due to the patient's past history of atrial fibrillation, he was cardioverted twice (unsuccessfully) and a device interrogation was ordered. Upon arrival at the hospital, the boston scientific field representative noted that the pacemaker was pacing at the maximum sensor rate of 130 ppm and was programmed to dddr with minute ventilation off and the accelerometer was on (under physician supervision). Once the accelerometer was programmed off, the high rate pacing ceased; however, the patient's condition continued to decline. The patient experienced hypotension and respiratory failure and required intubation. The patient experienced two additional cardiac arrests and was successfully resuscitated; however, the third attempt to resuscitate was unsuccessful. The patient passed away three days after admission to the hospital. The cause of death was determined to be severe systolic congestive heart failure, secondary to acute myocardial infarction. There was expressed concern that the pacemaker may have caused or contributed to the myocardial infarction and the development of heart failure.

Manufacturer narrative:
Engineering review of a copy of the device memory revealed that there were no resets and that the device accelerometer appeared to be stuck [note: this caused the device to pace at the maximum sensor rate (msr)]. Available information indicates that this device was buried with the patient and will not be returned, thus detailed hardware analysis cannot be performed to determine the root cause. Additional review of this case by boston scientific crm patient safety advisors suggests that a potential pacemaker malfunction may have contributed to this patient's death; however, there were additional contributing factors. Medically unnecessary cardioversions were performed and a sudden decrease in heart rate (i.e. Occurring after the accelerometer was programmed off) may have contributed to an electrical instability and cardiac arrest, as well as a further decline in cardiac output. It is often appropriate to reduce the heart rate gradually in a patient who has been at a rapid rate for a prolonged period of time. At this time, the device has not been returned. If additional information should become available to our company, this event would be updated as necessary.